Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack (B)(4) has been completed. The reported problem (battery unable to hold a charge) was confirmed. The cause of the battery not fully charging was a broken black wire on the battery pca board where the wire attaches to the battery cells. The root cause of the broken wire has not been determined but may have been caused by a severe shock from dropping the pack. No adverse event resulted from the defective battery pack. The patient received a replacement battery pack.

Event description:
A (B)(6) female patient had contacted zoll lifecor customer support stating that her battery would not hold a charge. The patient was provided with a replacement battery pack.